Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An attempt was made to implant a new lv lead, but it was not possible due to stenosis. An epicardial lead (unknown manufacturer) was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned to boston scientific. As no further information regarding this issue is expected, this investigation is considered complete. Should further information become available, this report will be updated.